Event description:
Patient stated that she did not know why the therapy was off but that was the reason it hasn't been working and she was having return of symptoms. Patient was at work at her desk using patient programmer (pp). Patient was not sure how long therapy has been off or having return of symptoms. No further patient complications have been reported because of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.